Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units display is not working properly.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units display is not working properly. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked and found the main board is malfunctioning. Then, in order to solve the issue, the fse replaced the main board. After the main board replacement, the display was working perfectly and another problem was observed. The problem that was observed was that the power supply fan and charging function was not working. So, in order to solve that issue, the fse replaced the power supply. The unit was then handed over in good working condition.

Event description:
N/a.